Manufacturer narrative:
Device has not yet been returned to manufacturer. From the information received, it appears that the catheter became stuck in the patient during insertion. It was pulled out with a force causing the catheter body to break near the catheter infusion port.

Event description:
Mc3 received information that a (B)(6) boy was being put on vv ECMO support when the catheter became stuck and broke off. The patient was transported to the operating room and it was determined that the broken piece of the catheter was firmly stuck behind the clavicle in the internal jugular vein. Attempts to extract the catheter revealed that it was entangled with the PICC line. Patient was taken to interventional radiology and the decision was made to proceed with a sternotomy. The catheter tip was able to be removed and the patient was transferred back to pediatric intensive care.